Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00250: stem, 3025141-2017-00251: head.

Event description:
A surgeon implanted an arh slide loc radial head replacement system on (B)(6) /2017. On (B)(6) 2017, the implants were removed for unknown reasons.